Event description:
While bipap being used on a patient, machine screen turned red with "ventilator inoperable" sign on, alarm went off, and machine stopped working. Patient unable to breath and took bipap mask off, staff then replaced with another bipap machine. FDA safety report ID# (B)(4).